Manufacturer narrative:
H10: the device was not in use when the issue occurred. No patient or user harm reported. The biomed also reported that the ventilator had the screen locked, and the therapist did not remember how to unlock it; the biomed then reported that no repair was required.

Event description:
Philips received a complaint from the biomed, that the v60 ventilator had a screen that had settings that could not be changed. It was unknown how the issue was found. No patient or user harm reported. A philips biomed reported that the device was turned on, and it was observed that the touchscreen was not calibrated correctly. The biomed noted that the device was set to service mode, and that the touchscreen was calibrated. It was then reported that the device was tested and passed all tests. The device was returned to service.